Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, occlusion alarms during bolus delivery. At the time of the call, the customer reported that the cartridge and infusion set had been changed, and insulin delivery resumed. Additionally, the customer reported filling a cartridge with 300 units of insulin and received a fill estimate of over 60 units in the cartridge. The customer was informed by tandem technical support that the fill estimate of over 60 units was accurate; however, the customer preferred to reload the cartridge, and received an accurate fill estimate after reloading. The customer's blood glucose was over 400 mg/dl and was addressed with manual injections.